Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/9/2017. Device returned to manufacturer? Yes. Device evaluation: the sample was evaluated; but a fiber was not observed inside the cartridge and/or device. The device was observed advanced and locked with no assembly damages. A photo provided by the customer was evaluated and the blue-black fiber reported by the customer was observed. However, the source of the particle cannot be determined since it was not returned for analysis. Based on the photo the complaint was verified; however, the source of the fiber could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a little blue/black fibre was noticed in the patient's operative eye after an implantation of a pcb00 24.0 diopter intraocular lens (iol). The doctor was able to remove the fibre without any incision enlargement and there was no patient injury. No additional information was provided.